Manufacturer narrative:
Correction: additional information added to describe event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was undersensing. It was noted the lead was tested with two different analyzers and pacing cables.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited no pacing and no sensing. The lead was replaced. No patient complications have been reported as a result of this event.